Manufacturer narrative:
Added information to d9, h3, h6. Customer report of regurgitation was unable to be confirmed through visual observations. X-ray demonstrated heavy calcification was observed on leaflet 2, and moderate calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. As received, leaflets 1 and 3 were in the opened position and was able to be pushed back into closed position when probed. Sewing ring was partially cut off around the valve and metal band exposed on the inflow aspect near leaflet 3. Wireform was exposed on commissures 1 and 2 and around leaflets 1 and 3 on the outflow aspect.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed to the event.

Event description:
Edwards received information that a patient with a 27mm 7300tfx pericardial mitral valve implanted for six (6) years was explanted due to mitral regurgitation. The device was replaced with non-edwards device with no patient adverse event reported. The patient status was reported as recovered. The device will be returned for evaluation.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.